Manufacturer narrative:
Additional information: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A review of the history log found numerous instances of "downstream occlusion!" Followed by "auto restart canceled". This indicates the user cancelled the auto-restart function. When the user cancels the auto-restart function, the device will not restart once the occlusion is cleared. Evaluation was unable to reproduce the reported symptom. There is no indication the device auto-restart function was not functioning as designed.   No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart after downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.